Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported air in line when no air is present which was not reproduced. Air in line when no air is present was verified through the occurrence of air in line events found during a review of the event history log. Evaluation determined the symptom to be caused by cracks in the upstream sensor flex tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message when no air is present during testing in the biomedical service area. There was no patient involvement. No additional information is available.